Event description:
After preparing the acetabular, the surgeon was not satisfied with the press-fit and stability. He prepared the acetabular for 60 and the implant was successfully implanted. Medacta was informed on (B)(4) 2013. Ref. MFR report #3005180920-2013-00116.